Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "high"; although specific value was not provided, and ketones that were identified as dangerous by a healthcare provider. Customer attempted to treat elevated bg with a manual injection, however, was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.